Manufacturer narrative:
Results - complaint was confirmed. As received the returned lead was kinked with all the wires broken at approx 19cm from the stimulation end. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2009. It was reported the pt lost stimulation suddenly. The lead was fractured, and invalid impedance was noted on all contacts. The physician replaced the pt's lead on (B)(6) 2011. It was reported the pt had effective stimulation postoperative.